Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit successfully passed the self test. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool, pump error 53 was noted on 12/23/2024 at 05:58:59.000 (file/line number: 171/472). Per software engineering log, pump error 53 was triggered due to intensive rf communication that caused main mcu starvation - suspecting software issue. Proceeded by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Unit was also received with scratched case. In conclusion, customer concern was confirmed during testing when critical error (pump error 53) was found in adapt history files. Pump error 53 was triggered by intensive rf communication that caused main mcu starvation - suspecting software issue. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to successfully clear alarm and was able to complete rewind. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.